Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range impedance greater than 3000 ohms with loss of capture on the right ventricular (rv) lead channel. Technical services (ts) recommended further in clinic evaluation. During an in clinic evaluation, it was determined that the loss of capture and out of range impedance measurements were due to a lead conductor fracture. The physician opted to surgically abandon and replace the right ventricular lead. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range impedance greater than 3000 ohms with loss of capture on the right ventricular (rv) lead channel. Technical services (ts) recommended further in clinic evaluation. No adverse patient effects were reported. This device remains in service.